Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 21-may-2024, it was reported by the patient that infusions set tape not sticking at the time of sleeping. No further information was available.